Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and increased threshold measurements. Review of stored device memory revealed that pacing impedance measurements began increasing five months ago. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. An x-ray was performed and was unremarkable. The lead was programmed to unipolar configuration and pacing impedance measurements were observed to be stable at 400 ohms. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.